Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this right atrial (ra) lead exhibited a loss of capture. It was noted that no out of range measurements were observed. Technical services (ts) recommended further evaluation by the field representative. This crv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to b5. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this right atrial (ra) lead exhibited a loss of capture. It was noted that no out of range measurements were observed. Technical services (ts) recommended further evaluation by the field representative. This ra lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The crt-d and ra lead were evaluated by the field representative. No ra loss of capture was observed, and atrial thresholds were in normal range. No further actions were taken.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this right atrial (ra) lead exhibited a loss of capture. It was noted that no out of range measurements were observed. Technical services (ts) recommended further evaluation by the field representative. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: b5. If pertinent information is provided in the future, a supplemental report will be submitted.